Event description:
It was reported to philips that the system shut down twice during the procedure and experienced an unspecified delay in booting back up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.